Manufacturer narrative:
(B)(4).

Event description:
It was reported that early sensor expiration occurred. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that early sensor expiration occurred. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined via data. The product was evaluated. An external visual inspection was performed and passed. A receiver charging/reboot test was performed and passed. A receiver functional test was performed and passed all relevant testing, failing only the usb firmware version test. The log was downloaded and reviewed finding no early sensor expiration. The allegation was not confirmed. The probable cause could not be determined via product. No injury or medical intervention was reported.